Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13a14087 and h12l09037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 1 of 2 involved in this peritonitis event. It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent as a result of the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin intravenous (IV) (dose and frequency was not reported) for the event. On an unreported date the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4).